Manufacturer narrative:
This complaint is a duplicate of complaint (B)(4). The complaint will be addressed and reported under (B)(4). The initial medwatch report, 2520274-2017-10403, for duplicate complaint (B)(4) is hereby rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth, gender and weight were not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown cortical screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown cortical screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with cortical screws in the ankle on (B)(6) 2016. The cortical screws broke postoperatively. Patient was revised on (B)(6) 2016. Patient did not have an ankle replacement. Additional information on patient or surgery outcome is not reported. This report is for unknown quantity of unknown cortical screws. This is report 1 of 1 for (B)(4).